Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the report of ¿no image¿ was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. The subject device displayed no image when used with 180 series scopes due to defective circuit board and bad software version. The error code e309 displayed due to defective printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center was defective and displayed no image when used with 180 series scopes. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.